Manufacturer narrative:
Initial report ref natus complaint# (B)(4). No UDI number. The customer provided a photo of the unit and confirmed the affected product is available to be returned. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Acceptable risk associated with the complaint per hazard ID line b1 in (B)(4) risk analysis for nicview spreadsheet, the risk is considered low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Service repair investigations will be conducted during the repair process and trend data will be reviewed per (B)(4). Install date: sn: (B)(4) - 02-mar-2021 further investion to be carried out on returned product.

Event description:
Wired security camera (web enabled), c-clamp, arm, long (39.5" = 100cm) assy. - fell from the bracket to the floor. The customer confirmed there was no patient injury. Per customer's account of the event: "camera was discovered on the floor with broken arm. There was no patient in the room at the time the camera was discovered. It was found on the floor behind an isolette that was not occupied. The event was not witnessed so we do not know how it broke off or if it was a weak spot in the arm." The device was not over the patient when the incident occurred. No additional products were in use during this procedure.

Event description:
Wired security camera (web enabled), c-clamp, arm, long (39.5" = 100cm) assy. Fell from the bracket to the floor. The customer confirmed there was no patient injury. Per customer's account of the event: "camera was discovered on the floor with broken arm. There was no patient in the room at the time the camera was discovered. It was found on the floor behind an isolette that was not occupied. The event was not witnessed so we do not know how it broke off or if it was a weak spot in the arm." The device was not over the patient when the incident occurred. No additional products were in use during this procedure.

Manufacturer narrative:
Follow up report 001 ref natus complaint# (B)(4). A request was made with technical service to clarify what part of the customer's unit is broken, the camera, clamp or arm. A photo of the unit was received from the customer. Per technician's conclusion: "based on the photo of the affected items, it appears the base of the arm near the mounting pin broke, which could have been why the arm fell." Engineering responded and stated that multiple parts are being replaced as they are unsure which part is at fault. A request was made to have the product returned. The affected product was delivered to engineering. Engineering confirmed the failure. 1 related closed CAPA - capa004584. Closure rationale:complaint verified, being tracked as a trend. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.